Manufacturer narrative:
The customer called the company technical support specialist to assist with troubleshooting. The problem was not duplicated. The company service representative examined the system and found the lio lamp power connector to the system had come apart. The lio cable was replaced. The system and lio were then tested and met all product specifications. The lio cable has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "lio (laser indirect ophthalmoscope) was not working" (device issue). The scrub technician reported the lio (laser indirect ophthalmoscope) was not working. The surgeon attempted to use the lio with the laser shot, but the light did not come on. The surgeon used the laser endoprobe to proceed with the laser procedure. No patient injury was reported.